Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that when the customer opened the intra-aortic balloon (iab) kit, the insertion kit tray was missing. An insertion kit from another iab package was used. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A sensation plus 8fr 50cc shelf carton was returned with the iab product kit sealed and intact. The insertion kit was missing from the shelf carton. The reported event was confirmed by the evaluation. However were unable to determine a root cause of how this occurred as our records do not indicate missing components for the batch. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a